Event description:
During an ulna osteotomy shortening procedure on (B)(6) 2013, the attachment would not spin when the trigger was pressed. It is reported the procedure was delayed approximately 5 minutes and no spare device was available. No additional information was provided. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. Device is an instrument, not implanted/explanted. Device received at (B)(6) on (B)(6) 2013. Not previously reported. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion can be drawn, as the product has entered the compliant system. A service history review has been requested for the instrument. Device usage - unknown. Not previously reported. (B)(6).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
This reported event if for one device instrument.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The lot# provided in the initial medwatch is the supplier lot#. The synthes lot number is 5826375.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Power tool evaluation was completed for this device. The customer's complaint that the (8584) sagittal saw attachment will not spin was confirmed. The device was evaluated and the complaint was reproduced. The root cause of the reported problem was improper cleaning by the customer.